Manufacturer narrative:
The product investigation was completed. Device evaluation details: the catheter was returned for evaluation. Johnson & johnson medtech conducted a visual inspection and screening test of the returned device. Visual analysis of the returned sample revealed that the helix spring bent, a slightly dent on the dome, and a breakage on the pebax with internal parts exposed. Screening test was performed, in accordance with johnson & johnson medtech procedures. The returned sample was connected, and no temperature readings were observed on the generator. Per this condition, was not possible to perform the screening test but, no force issues were observed, and the force vector was observed in a normal position. Therefore, the catheter was dissected on the tip area. It can be determined that there is internal damage in the thermocouples wire from the peek housing to the dome, the potential cause can be related with the damage on the tip. A manufacturing record evaluation was performed for the finished device number lot 31371502l, and no internal actions related to the complaint were found during the review. The damage on the pebax could be related to the force sensor error (106) reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage the bent on the helix, and the dent on the dome could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following recommendations in the carto 3 system manual: the force sensor of the catheter be disconnected. If the problem persists, replace the catheter cable or the catheter. For the damage on the pebax the IFU states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through johnson & johnson medtech¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an atrial fibrillation - paroxysmal ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and post procedure the bwi product analysis lab identified a bent helix spring, a slight dent on the dome, and a breakage on the pebax with internal parts exposed. During the procedure, the medical team found that 106 alert code occurred after the catheter plugged into the carto and before first ablation. A second device was used to complete the operation. There was no adverse event reported on patient. Catheter was not used in patient.